Event description:
Pt was administered an hdr prostate treatment using an afterloader attached to flexi-guide needles. The treatment called for 17 needles to be imbedded in the prostate, locked in place through a template grid and connected to the afterloader via fixed length transfer tubes. The needles accept a radioactive source wire driven out from the afterloader to administer a pre-planned dosage to the pt. Three treatment fractions were planned. Standard protocol called for the following: a dummy source wire is run through all transfer tubes in sequence into the respective needle to ensure no obstructions and to check for the proper length. After a successful dry run, the dummy wire is run through again to determine the proper depth. After this verification, the active source wire is run out and the dosage is administered. The needles were implanted according to plan and the first treatment fraction was administered on (B)(6)09 without incident. The needles remained in the pt overnight with a protective cone attached to protect the needles from becoming disturbed. The second fraction was administered in the morning of (B)(6)09. The dummy wire run for channels 1-17 was successfully completed and treatment commenced. Channels 1, 2 & 3 were completed without incident. Channel 4 was interrupted by a machine error message indicating the wire was too long for the channel. When the dummy wire was retracted there was blood present in the transfer tube. The physicist stopped treatment to call the manufacturer of the afterloader who assisted in planning the completion of the treatment. Treatment commenced for channels 5-17. Since the afterloader transfer tubes and source wire were contaminated with blood the final fraction scheduled for later the same day was aborted. When the needles were removed from the pt, it was discovered that the needle in channel 4 was missing the tip with allowed the blood to enter the system. The pt was subsequently sent home and is scheduled for the final treatment fraction on (B)(6)09.

Manufacturer narrative:
This is the first reportable incident involving the flexi-guide product.